Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received device logs show alarms for expiratory minute volume low and peep low as well as respiratory rate high. The alarm generation indicates excessive leakage in the patient breathing circuit or a disconnect situation. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use checks were passed without remarks. The cause of the event has not been determined but it was most probably due to leakage. There is no indication of ventilator malfunction at the time of event.

Event description:
It was reported that the ventilator stopped delivering volume to patient. There was no patient harm. Manufacturer's ref #: (B)(4).